Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 275cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the device were explanted at an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 5, 2022, mentor became aware of the following and corresponding felds have been updated on this form: day of adverse event was updated from 13 to 5 under field b3. Date of replacement surgery with catalog number smpx325; serial number (B)(6), on the left side, and with catalog number 3503501bc; serial number (B)(6), on the left side was (B)(6) 2022. Fields d6b have been updated to (B)(6) 2022 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2022, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, patient's initials have been updated to (B)(6) under field a1 on this form. On october 25, 2022, mentor became aware that under previous submission follow up 1 report; "catalog number 3503501bc; serial number (B)(6) was incorrectly reported as being used on the left side. It should be right side. On october 25, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Incorrect side for replacement of right device was mistakenly reported under previous submission.